Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary - complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6009647, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 14/oct/2025 against "final reporting decision equal "serious injury" and "death" , "lot number" criteria equal "6009647" . The count of complaint is 0 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6009647 was packaging according to work instruction (wi) version 81 in the multivac 12 on 15/oct/2024, with a total of (B)(4) units. The sub-assembly, assembly of quick set of the lot 4k01568 was manufactured according to the wi version 27 and manufactured in the line assembly of quick set on 14/oct/2024, with a total of (B)(4) units. The sub-assembly, assembly of quick set of the lot 4k01569 was manufactured according to the wi version 27 and manufactured in the line assembly of quick set on 15/oct/2024, with a total of (B)(4) units. The sub-assembly, assembly of quick set of the lot 4k01570 was manufactured according to the wi version 27 and manufactured in the line assembly of quick set on 15/oct/2024, with a total of (B)(4) units. The sub-assembly, gluing tube of the lot 4k01555 was manufactured according to the wi version 42 and manufactured in the machine 04-08 on 12/oct/2024, with a total of (B)(4) units. The sub-assembly, gluing tube of the lot 4k01556 was manufactured according to the wi version 42 and manufactured in the machine 04-08on 14/oct/2024, with a total of (B)(4) units. Review of the DHR showed that 1 sample was found with "incorrect tube assembly" during production, the inspection was found within the sample criteria.therefore, the review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified, no maintenance events were recorded. Test results: physical samples were requested; however, the customer has confirmed that no samples are available for testing. Conclusion summary of complaint investigation: as a result of the following: no physical samples, 1 sample was found with "incorrect tube assembly", no trend identified for the lot in question and malfunction code, further actions are required. This complaint requires further corrective and preventive action (CAPA) determination assessment.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set tubing detachment event on (B)(6) 2025. The site of detachment was tubing connector. Insertion site was left abdomen. The infusion set was in use for two days. No further information available.